Manufacturer narrative:
Event summary: upon visual inspection of mapping catheter 990063-020/ 214946569, results showed the loop had two kinks. The catheter was connected to the diagnostic computer and all the pairs were displaying noises. Dissection of the catheter showed that several electrode-wires had been detached from the weld most likely that occurred due to the loop kinks. In conclusion, the mapping catheter failed the returned product inspection due to a detached electrode-wire and loop kinks. If information is provided in the future, a supplemental report will be issued.

Event description:
The mapping catheter subsequently tested out of specification per the manufacturer's investigation.